Event description:
Description of event: patient reported they also have st jude - now (B)(6) - dorsal root ganglion stimulator. "No one told me to put the stimulator into surgical mode, it was just turned off. I met with the (B)(6) representative that week and he checked my stimulator and everything was working fine, but over the next couple weeks to months, I'm having episodes of this feeling of electricity. Like a switch goes on. All of a sudden, I have this feeling like electricity." This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).